Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper setscrew placement. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to report of oversensing/loss of capture or under-inserted leads.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had oversensing and loss of capture on a few different occasions causing the patient to become syncopial. The patient was dependent, and the rv lead was placed high on the septum. There was observations of oversensing the right atrium, where there was a p-wave with no ventricular response. An x-ray was performed and the could not completely determine if the rv lead pin was beyond the distal set screw, however the threshold and impedance would suggest that it was. The physician decided to explant and replace the device. The leads tested within normal limits on the pacing system analyzer (psa), so the leads remain in-service. No additional adverse patient effects were reported.